Event description:
The customer reported a malfunction alarm with their pump, identified as malf 16. There was no adverse impact on the customer's blood glucose level, remaining within normal range. As a corrective action, the customer planned to use multiple daily injections as a backup therapy while waiting for a replacement pump, which tandem technical support agreed to send. The customer was instructed to return the faulty pump using a pre-paid shipping label and put it in storage mode before returning, and they confirmed their understanding and the shipping address.